Event description:
Related manufacturer report number: 2017865-2022-42349. It was reported during in clinic follow up that the right ventricular lead and atrial lead exhibited high pacing impedance. Diagnostic imaging revealed that both leads had dislodged. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of capturing problem and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood tissue. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.